Event description:
The facility's biomed reported the infusion pump overinfused during clinical use. A 50ml bag of unknown fluid was reported to have been programmed to infuse at a rate of 100ml/hr. The pump alarmed early for air, the bag was empty and the pump display read only 41 ml had infused. Despite baxter's efforts to obtain additional information, regarding the date the reported incident occurred, the medication involved, the serial number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified.